Event description:
It was reported that cadd solis vip pump failed calibration. No patient involvement or injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "failed calibration" problem was not duplicated. The unit was calibrated; the sensor output was acceptable and changed as pressure was applied. In user mode, the dso passed pressure testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.